Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer alleged the pump having cracked back side. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement and self-test. However, unit had corroded battery tube during visual inspection. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, internal battery connector, battery connector, motor, vibrator. Unit had scratched case, broken battery tube threads, cracked case (battery tube), broken belt clip rails. In summary, customer allegation for cosmetic damage broken belt clip rails, cracked case (battery tube) were confirmed. (B)(4).